Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep troubleshot and found the power supply to be unstable. He cleaned the contacts then ordered and replaced the power supply. The unit is working as intended.

Event description:
It was reported that the generator error displayed on the system. The alarm sounded and the generator shut down.